Manufacturer narrative:
Visual analysis of the returned sample did not find any indication of a product defect with sfx torque handle. A dimensional inspection was not performed as no issues were observed after visual examination. A functional test was performed using torque meter ez-torq iii 150i torque analyzer ID# cd78632. Current and manufactured drawing revisions were used as source of specification. The device is performing within specification. The complaint condition was not replicated. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was not confirmed as the observed condition of the sfx torque handle would not contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a review of the receiving inspection (ri) for sfx torque handle was conducted identifying that lot number gb116013 was released in one batch. Batch1: released on 16 jan 2019 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, during routine incoming inspection of a loaner set, it was observed that the sfx torque handle was found to be out of drawing specification. The drawing specification is 58.5 - 71.5. The torque tested high - 72.16. There was no patient involvement. This report is for an expedium sfx torque handle. This is report 1 of 1 for (B)(4).